Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) confirmed that the customer did not want to repair the issue after the fluid spill. No further action was taken. The customer placed the pyxis machine in storage and removed it from service. The fse performed proactive inspection process.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a liquid spilled at back of the cabinet. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.